Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted sigma stab gvf ins 5 8mm found pitting, scratching and delamination. Damage on the device suggested significant posterior slide of the femur with respect to the tibia, especially during deep flexion. It was unlikely that a manufacturing defect was present. The reported infection could not be confirmed based on the information provided. A complaint database search finds no additional reports against the provided product and lot combination. No evidence was found suggesting product error was a contributing factor to the reported event and a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: conclusion and justification status for MDR: examination of the submitted sigma stab gvf ins 5 8mm found pitting, scratching and delamination. Damage on the device suggested significant posterior slide of the femur with respect to the tibia, especially during deep flexion. It was unlikely that a manufacturing defect was present. The reported infection could not be confirmed based on the information provided. A complaint database search finds no additional reports against the provided product and lot combination. No evidence was found suggesting product error was a contributing factor to the reported event and a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address infection and poly wear.